Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a failure of the device to power on was observed. The device's power supply pca was replaced to address the issue.